Manufacturer narrative:
The insulin pump was received with no motor error alarm during testing. The pump passed rewind test, basic occlusion test,occlusion test, prime test, excessive no delivery test and displacement test. Motor was tested outside of the device and passed. The pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corners and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 400 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.